Event description:
An interventional radiologist stated that he used an amplatzer vascular plug to close off the internal iliac prior to stent graph procedure and the pt ended up with a very serious infection. The radiologist didn't know if it was from the amplatzer vascular plug device itself, but leaned towards that since they have closed many internal iliacs with coils with no complications.